Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8phjpr. Data was evaluated and the allegation was confirmed for transmitter ID 8nutyr. The probable cause was determined to be signal loss. No injury or medical intervention was reported.